Event description:
It was reported that a patient underwent a thymoma tumorectomy on an unknown date. During the procedure, a bulla was observed at the apical portion of the right lung. The area was reinforced with an absorbable hemostatic agent. The bulla was not excised but left in place. Approximately two weeks following the procedure, the patient experienced chest pain. He was diagnosed with a pneumothorax and a thoracostomy tube was inserted. The patient continued to have continuous leaking of air. He was returned to surgery. During the procedure, pleural adhesions were noted where the absorbable hemostatic agent was placed. The adhesion was removed. More bullae were observed in the apex of the right lung. The bullae were excised and reinforced with polyglycolic acid sheet and fibrin paste. The was discharged from the hospital four days following the surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.